Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: the product was received in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are stiff. Extensive tissue deterioration associated with mineralization is noted on the inflow and outflow of all cusps. Visible mineralization is present on the lunulae and free margin of all cusps extending into the bellies of the cusps and toward the margins of attachments. Tissue deterioration and degeneration associated with mineralization is present along all commissural attachments. Glistening off white pannus lines the tissue and base stitching of all cusps extending 1 to 2 mm onto the non-coronary cusp into the non-coronary right inferior coaptive area. Radiography shows extensive mineralization in all cusps. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device due to calcification, a condition attributed to the patient. Device replaced with no reported patient complication.

Event description:
Medtronic received information that this bioprosthetic aortic valve was removed due to recurrent aortic stenosis. The explant report indicated that the valve had been in service for 4 years, and that it was highly calcified. A similar valve was implanted with no reported patient complication.